Event description:
The customer reported to olympus that endoeye flex deflectable videoscope, had scope communication error. The issue occurred during the preparation for use. The procedure was unknown and it was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported image issue was confirmed. Based on the results of the investigation, the root cause of the scope communication error was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.